Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer plugged the pump into an alternate wall adapter and reported that the alert had not reoccurred after charging the pump. The customer's blood glucose was 95 mg/dl.